Event description:
It was reported that during a cori-assisted tka, during point calibrations, a real intelligence tracker clamp became loose. The clamp was then re-tightened, however, came loose again later in procedure. Surgery was performed after a non-significant delay, using manual instrumentation. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the real intelligence tracker clamp, part number rob10020, lot number 19mct0011, used for treatment was returned for evaluation.   The reported problem could not be confirmed with a visual inspection.  The reported problem was not confirmed with a functional evaluation. The tracker clamp securely grasps and holds a tracker and held tightly to the bone screws.  A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution.  The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint.  We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an improper placement of the tracker within the clamp. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.